Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified. Therefore, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected and prevented by following the instructions for use (IFU) sections: operation manual chapter 3 preparation and inspection shows how to detect the event. Reprocessing manual chapter 5 reprocessing the endoscope shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Event description:
The customer later provided they are unaware of the foreign material in the channel. There were no defects in the cleaning tools, no delay in pre-cleaning or manual cleaning processes. The facility performed the following: flushing air/water during pre-clean, they use an unspecified detergent during manual cleaning, they brushing/wipe the distal end during manual cleaning. No further information can be provided.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The inspection/estimation found the nozzle had foreign objects. Additional findings include the following: light guide rod lens was cracked, lens glue (2x), connecting tube, charge-coupled device cover lens glue discoloration, plastic distal end cover has a scratch, bending section cover glue separated, control unit celling plate dent, universal cord dent, connector plug unit, angulation has play and angulation is out of specifications. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera iii gastrointestinal videoscope,had glue with the gastroscope outside and inside of the working channel. The issue was found during preparation for use in an unknown procedure. Inspection and testing of the returned device found the biopsy channel was clogged with foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.